Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was repositioned initially due to dislodgement. A day after, the physician decided to explant the lead. Additional information obtained from the field which indicated that the dislodgement was confirmed via x-ray and that the patient had severe tricuspid regurgitation. No additional adverse patient effects were reported.